Event description:
It was reported that pt presented in clinic with alerts for non sustained right ventricular lead noise due to undersensing. Pt alert was planned to be disabled. The deice remained implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.